Event description:
Nurse was placing a peripheral IV in the right arm in the anterior branch of the cephalic vein - mid forearm. When removing the catheter, the nurse observed that the catheter tip was missing. An ultrasound of the arm revealed a foreign body consistent with a fractured catheter tip in the vein. Using ultrasound and under local anesthesia, the cephalic vein was opened and the catheter tip was removed en bloc.